Event description:
During a follow-up in clinic, it was discovered that the device delivered inappropriate therapy due to electromagnetic interference. The patient was unaware of the therapy. Technical support was contacted and confirmed the device was working as programmed. No intervention was performed. The patient was stable.